Event description:
Friend reported via phone call that the customer was previously hospitalized for low blood glucose readings and now need assistance with programming their insulin pump. Customer's blood glucose reading at the time of the call was 43 mg/dl and has treated with orange juice. Customer also mentioned having an issue with the infusion sets however did not remember what was wrong.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.